Event description:
It was reported that the implantable loop recorder (ilr) was implanted but not activated for data collection. The patient has been recalled immediately patients, in order to set everything in the proper way. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).